Event description:
Boston scientific received information that this right ventricular (rv) lead was involved in dislodgement. A new lead was successfully implanted. This rv lead was capped, surgically abandoned and no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.